Manufacturer narrative:
Diagnostic/functional testing could not be performed as the customer was provided a quote for service and has not responded to the quote. The quote has expired. Based on the information available the cause of the reported problem could not be confirmed. We were also unable to confirm if the device was producing sound. Several attempts were made to reach out to the customer for additional information with no response. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. It is unknown if the device was in clinical use. No adverse event or patient harm was reported.